Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. Customer¿s blood glucose level was unknown. Customer reported that they received critical pump error image. Customer report insulin pump stopped beeping after critical pump error alert. Customer reported stuck button of insulin pump. Customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a broken force sensor found in the pump history file and critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Device was received with cracked battery tube threads, cracked case along the side of the battery tube and faded/stained serial number label. All the buttons functioned properly and no stuck buttons or moisture damage on keypad traces noted. Keypad connector was fully locked.